Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician observed that the tip of both leads had the diameter too short before the implant. During the implant the physician tried to implant one of the stability leads but it was not possible so the lead was replaced by another of the same lead and the same issue occurred again. Finally, the physician implanted a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.